Event description:
Healthcare professional reported via medwatch "ruptured" against right device. The device has been explanted.

Manufacturer narrative:
(B)(4). In response to FDA report number: uf/importer report 0700280000-2022-8016. A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.